Event description:
Through implant patient registry and investigation, it was learned that a 23mm 3300tfx valve was explanted after an implant duration of 6 years, 9 months due to strep sanguinis endocarditis with perivalvular abscess. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, the patient presented fever and hypotension and found to have strep sanguinis bacteremia. Recent ischemic stroke prior admission. Tee showed large mobile vegetations attached to leaflets and annular abscess. On hospital day #29, the patient underwent redo avr and tricuspid repair with a non-edwards band. The valve and vegetations were removed without issue and annular abscess debrided. Aortic root was patched and a 25mm 11500a valve was implanted and secured with cor-knots. After hemostasis was obtained, the chest was closed. The patient tolerated the procedure well and transferred to the ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component/clinical code, type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve was explanted after an implant duration of 6 years, 9 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. Patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.